Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin was not going through from the vial to the reservoir during fill. Customer's blood glucose was 5.9 mmol/l. Customer had tried multiple times. Customer mentioned there was air in the insulin vial. After troubleshooting, customer will not be returning the device for analysis.